Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of an unspecified artery was attempted using a proglide device relative to an percutaneous coronary interventional procedure. Reportedly, after completing the procedure there was difficulty removing the proglide device from the anatomy. There was strong resistance during removal which resulted in minor surgical cut down of the skin. The physician considered the strong resistance during removal was due to the foot not being retracted; however, did not confirm after the proglide device was removed. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported foot retraction issue and entrapment of device/difficult to remove was confirmed based on the condition of the returned device. The treatment of surgical exposure is listed in the instructions for use as a potential adverse event of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that suture placement in the mildly calcified right common femoral artery was attempted with two proglide devices using the pre-close technique via an 8f sheath prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. The suture of the second proglide device was deployed; however, there was difficulty removing the proglide device from the anatomy. There was strong resistance during removal which resulted in minor surgical cut down of the skin. The physician considered the strong resistance during removal was due to either the foot not being retracted or the foot guide, where the foot was retracted, got stuck; however, did not confirm after the proglide device was removed. The sheath was upsized to a 12f to perform the evar procedure. Hemostasis was achieved with manual arterial compression. No additional information was provided.